Manufacturer narrative:
This submission is being made after an acquisition and internal audit of wellspect healthcare. The samples returned are tiemann catheters (with a bent tip), ref 9612 batch b5699. Registered in the complaint is ref 9012 batch 93210 (straight catheter. Examination of batch documentation shows that the lot registered in the complaint, 9012-93210, was shipped from wellspect healthcare (B)(4) 2011 to the subsidiary. The samples returned, (B)(4), was shipped (B)(4) 2011, to subsidiary and the last procedure left the subsidiary (B)(4) 2011. This info reveals that the mix-up most likely has not happened during mfg it has probably been a repackaging somewhere.

Event description:
The customer noticed that the catheter tip is crocked, and he had a bleeding after catheterization.